Manufacturer narrative:
The technician found a missing dummy plug. The technician replaced the dummy plug to resolve the issue.

Event description:
The account alleged the bed has no nurse call function. No pt impact.